Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. The customer did not report this occurring during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined the AED exhibited increased standby current, leading to rapid battery depletion. Further investigation traced the issue to a failed internal ic chip.